Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Device testing was also performed on an in-lab amia cyler with no issues or alarms noted. The reported condition was not verified. The cassette was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell one while the patient was connected. During troubleshooting, it was reported that there was a disconnection between a supply line of the amia cassette and a supply bag that led to this alarm. The patient would start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.